Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.0877 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No a21 alarm noted during testing. Device was also monitored for 2 days. No a17 alarm or a21 alarm noted. Device uploaded properly using carelink. Device had cracked display window, cracked case at display window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 400 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as nausea. Customer stated insulin pump had unexpected restart error. Customer was able to clear and able to rewind the insulin pump error. The insulin pump will be returned for analysis.